Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the lactate dehydrogenase was elevated. There was possibly higher watts/flow and resolving bruising. The event log file captured routine events, the device and peripheral equipment functioned as intended. The pump power and pulsatility index (pi) values were stable throughout the log file. Additional log files were submitted which showed the pump power and pi values looked stable over the course of the log file data.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh) levels could not be conclusively determined through this investigation. The submitted log files contained stable power values and appeared to show the pump operating as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1, "introduction," lists hemolysis as an adverse event which may be associated with the use of heartmate ii lvas. The hmii lvas IFU also contains information regarding pump speed, power, and flow. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section explains that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. No further information was provided. The manufacturer is closing the file on this event.